Event description:
Follow up indicated that IV solution from an IV bag was drawn up into the syringe and when the nurse took the IV solution into the syringe, the particulates were noted.

Manufacturer narrative:
One 5 ml b-d syringe was received with attached 22ga 1 1/2" needle and needle cap. The returned components appeared to be part of the ava hf kit, model m3l9fhsi. Approximately 1ml of clear liquid was found inside the syringe; it appeared the syringe and attached needle had been used. Liquid was evident inside the syringe and dry white crystal-like material was visible on the tip of the needle. Three particulates were found inside the syringe. The presence of particulates were consistent with the photo submitted by the customer. The particulates were soft and beige in color. Particulates #2 and #3 were approximately 0.022"x0.020" and 0.018"x0.012" in size. It was difficult to measure the actual size of particulate #1 since it was very soft and inconsistent in physical appearance. Visual examination was performed under 10 and 20x magnification. The complaint of material inside of the syringe was confirmed. The particulates were removed and sent to chemistry for further analysis. A supplemental report will be submitted once the chemistry results are completed. The lot number was not provided; therefore a device history record review could not be completed.

Event description:
It was reported that there was dust inside of the syringe noted before use. There were no patient complications.

Manufacturer narrative:
Chemistry results of the returned particles found the following: (particulate 1) showed similar absorption characteristics when comparing to erucic acid methyl ester like material; (particulate 2) showed similar absorption characteristics when comparing to silk like material; (particulate 3) showed similar absorption characteristics when comparing to cellulose like material. After review of the available information, it is not possible to conclusively relate this to the manufacturing process. The clinical user noted the particulate only after drawing IV fluid into the syringe from an IV bag. It will not be possible to determine where the material originated. A 2-year review of the complaint database did not identify any non-conformances of this type. No actions will be taken at this time. Lot number was not provided, therefore review of the manufacturing records could not be completed.